Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 321 mg/dl. A system check was performed and air bubbles were observed within the infusion set pigtail. The air bubbles were successfully primed out to address the issue. Reportedly, customer reverted to manual injections for insulin therapy.